Event description:
It was reported that the patient experienced syncope and fell. Stored electrograms showed noise resulting in pacing inhibition. An insulation anomaly was noted. The right ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.